Manufacturer narrative:
(B)(4): inherent risk of procedure (cva/stroke). (B)(4).

Event description:
The patient had one endeavor sprint stent implanted in the lad successfully. It was reported that the patient suffered a cva/stroke event two (2) days after the index procedure. It was assessed by the investigator that this event was not related to the study device and possibly related to the study procedure. No other clinical sequelae were reported.